Event description:
It was reported by the customer that the event involved a female patient with a right internal jugular insertion site. During the removal of the spring wire guide (swg), resistance was met. As a result, the swg broke in the patient and had to be surgically removed by a vascular surgeon. The swg was removed in its entirety without difficulty or complications to the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.